Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found a cracked enclosure and tank cover. Broken pole clamp. Corroded drain fitting. Chipped front enclosure. Outdated printed circuit board (pcb) and power switch. Functional testing found the pole clamp is broken, confirming the customer complaint. Root cause was attributed to the customer dropping the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the device had a broken pole clamp. Patient involvement is unknown.